Event description:
A physician reported that the vitrectomy probe did not actuate and the cutter could not cut during cataract/vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed after replacing the vitrectomy probe with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe, with tip protector, in a tray was received for the report of vit probe did not actuate and cutter could not cut. The returned sample was visually inspected and was found to be non-conforming as the needle is slightly bent. The sample was functionally tested for actuation and cutting and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming for actuation and cutting; therefore, an issue with actuation of the cutter as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation also confirms the probe had a bent needle. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).